Event description:
The patient presented with progressive angina and had been experiencing exertional chest pain which had developed over several weeks. This pain was associtated with shortness of breath and diaphoresis. Cardiac enzymes were negative. ECG showed normal sinus rhythm, nonspecific st-t wave changes with t-wave inversions in lead 3 and avf. In comparison to an ECG done in november 2000, the t waves were upright in the inferior leads. Cardiac catheterization the following day revealed: lmca - normal; lad - mild diffuse disease; lcx - dominant; severe 90-95% mid stenosis just after the large om1; then another severe 90% stenosis in distal cx after om2; rca - small, non-dominant; diffuse disease 70-90%. Left ventriculogram showed normal lv function and no wall motion abnormalities. Initially, the distal and mid cx were angioplastied. This restored flow somewhat but small dissections were noted in both areas. Target lesion 1 (15 mm long) was identified in the distal cx (cass site 19) with 90% stenosis and a 2.75mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation (as noted above) and placement of a 2.75 x 20 mm taxus stent . Residual stenosis was 0% following post-dilation. Target lesion 2 (20 mm long) was identified in the mid cx (cass site 18) with 99% stenosis and a 3.5mm reference vessel diameter. Target lesion 2 was treated with pre-dilation (as noted above) and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0% following post-dilation. The patient was discouraged the following day on plavix and aspirin. The patient was readmitted 510 days following the initial procedure after developing anterior substernal chest pain associated with diaphoresis. In the ER, ECG showed an acute inferior wall mi. There was st depression in I, avl, and the anterior precordial leads. There was no sign of a right ventricular infarction. The cath report notes the patient had a history of bleeding on plavix. The ecrf notes the patient stopped plavix sometime in july 2004. Cardiac catheterization revealed: lmca - normal; lad - mild diffuse disease to 30%; lcx (target vessel) - tubular proximal 40-45% stenosis; stent completely occluded; no collaterals noted; rca - small and non-dominant with right-to-right collaterals; lvef 49% with inferior hypkinesis. An export catheter was used to remove a large amount of white thrombus from the lcx. Following this, a 3.0 x 12 taxus stent was placed. There was no residual stenosis in the stented segment. The patient was discharged two days later on plavix and aspirin. The relationship to taxus stent was indicated as probable.